Event description:
During insertion of one of the va screws to the plate by hand, the surgeon was unable to feel rocking. While confirming insertion of the screw, the surgeon noticed that the screw went through the plate in the distal second styloid side. A guiding block and torque limiting attachment were used. Surgeon was unable to remove the screw and made a second incision to remove the screw from the dorsal side. The screw was discarded. This is the 2nd of 2 reports submitted on this event.

Manufacturer narrative:
Investigation is ongoing. No conclusion could be drawn as no device was returned or catalog number or lot number provided.